Manufacturer narrative:
An investigation was carried out into this complaint. Based on the information received, alpha trancell deluxe overlay mattress was installed directly to the bed frame which consequently resulted in a development of 3 decubitus wounds at the lower back of the patient. At the moment of installation caregivers did not notice that the inflated mattress was lower than usual. In the morning the resident complained about a back pain. After that it was discovered that the overlay mattress was not placed on the underlying mattress and instead was located directly on the bed frame. The clinical specialist considered these pressure wounds to be healed quickly. The situation was rectified by placing the overlay mattress on a underlying base mattress. When reviewing similar reportable events, we have found no other cases presenting similar symptoms as claimed in this complaint (device incorrect preparation for use). Therefore, the occurrence rate observed for this failure mode is currently considered to be very low. It has been established that the alpha trancell deluxe system was being used for a patient therapy at the time of the event, however, did not contribute to the event. The pump was not found to have malfunctioned (performing up to specification) when the event took place. It was possible to establish the root cause of the reported incident - a user error (not following the IFU). The mattress was installed against the manufacturer's indication, incorrectly prepared for use as the overlay was installed directly on the bed frame instead of placing it on the underlying foam base). The instruction for use (IFU) for alpha trancell deluxe (500934en_02) clearly warns: "do not use the mattress overlay directly on the bed frame". The possible sequence of events presented above seems to be the most probable and in line with the event description. Basing on the information available, it was found that the event was caused by use error - not following the IFU. Arjohuntleigh suggests to remind the staff involved of the device labeling, with a special attention paid towards a proper device installation. This is to be communicated to the customer. Due to the nature of this incident we are reporting this event to competent authorities due to the serious outcome to the patient- 3 decubitus wounds developed.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided following the conclusion of the investigation.

Event description:
On 27 jun 2016 arjohuntleigh received a customer complaint where it was reported that the resident sustained 3 decubitus wounds. It was then discovered that the alternating overlay mattress had been used without underlying mattress, resulting in 3 pressure ulcers. The situation was rectified (placing the overlay alternating mattress on an underlying mattress). The clinical specialist considers that the pressure ulcers wounds would heal quickly.